Event description:
I had pain 24 7 and deep vein thrombosis dvt getting sticker, 1 year later found I was having a very bad rejection to the mesh in my foot and leg!! The doctor had put my nerve bundles, tarsal tunnel, and veins, arteries and all in this mesh. Marlex mesh !!! I had surgery in 2007 to have it removed !!!!!! The pathology report said I had a giant cell on it !!! The dr had the mesh preserved !!! This has been a living hell that I have gone through !! I don't want anyone else to go through what I have !! Also, the dr said it was, the mesh was hard like beef jerky and this mess was in my foot !!!!!! Please help me.